Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another set of electrode pads and device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and pacer testing without duplicating the report. Review of the device activity log found no evidence of the report. The log entries show the user attempted to pace by adjusting the rate and current with no observed errors or issues. The activity log is not able to be used to determine if capture was achieved. The device was recertified and returned to the customer. The clinical file was not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.